Event description:
Following a diagnostic procedure an angio-seal device was deployed without difficulty in the pt's right leg. Later that day, the pt complained of foot pain. The peripheral pulses were not palpable, however were faint with doppler. The pt was taken to surgery where the angio-seal device was removed by dr, a vascular surgeon. The vessel was also repaired at that time. The pt was discharged home sometime later in stable condition. The hosp subsequently reported that the anchor of the angio-seal device became lodged in the intimal wall of the vessel. When the device was cinched down, it pulled the anterior intimal wall against the posterior intimal wall of the vessel.